Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the dissection. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was stationary on the balloon between the markers. The first row of proximal struts was flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the distal shift 1 cm distal to the guide wire exit notch. There was no damage noted to the tip. There were three kinks in the hypotube, 13.5, 18.5, and 86 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. The proximal measurements were taken one row distal to the flared struts. Product performance engineering reviewed the incident information and analysis of the returned product. Dissection, as listed in the xience v instruction for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The failure to cross appears to be related to the attempt to cross the previously implanted stent. It should be noted that the xience v IFU states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The stent implant was stationary on the tightly folded balloon between the markers, indicating that the sds had not been pressurized. The dimensional analysis of the product found that the tip seal length and outer diameters of the stent implant met manufacturing criteria. It was confirmed that the first row of proximal struts was flared. The damage to the stent likely occurred during the procedure as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. Also noted during analysis was a kink in the distal shaft and three kinks in the hypotube. This damage was not observed during inspection prior to use and may have occurred during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Kinks can also contribute to difficulty advancing, although it cannot be confirmed and a conclusion cannot be made. It appears the failure to cross and stent damage are related to the circumstances of the procedure. It is not known if the stent damage contributed to the dissection, although there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to advance. It was reported that the device failed to cross through another stent which had been placed earlier during the procedure, and upon retraction of the stent a dissection was noted which was treated with another company's stent. Additionally, upon retraction of the stent which failed to cross, it was noted that the stent's struts were flared. No patient effects were reported. No additional event or patient information is available.